Event description:
Incident as reported: laparoscopic chole - "waiting to hear back from surgeon, need rga a.s.a.p. No harm to pt."

Manufacturer narrative:
Incident was reported to the FDA on uf/importer report # (B)(4). The incident product has been evaluated. A follow-up report will be sent within 30 days or sooner, after the results of the investigation have been analyzed.